Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the right ventricular lead exhibited lead noise. Lead function was "otherwise good and normal". The patient would continue to be monitored with routine follow-up.